Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance (pm) program, the device was regularly serviced and was successfully verified at the latest instance on july eighteenth twenty-twenty three i.e., before the treatment day and confirmed system met specifications as per service installation record. An initial assessment by the associated field service engineer who first received the notification, suspects user settings or surgeon technique as contributing factors and advised the surgeon to contact a clinical application specialist to improve on those. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was only performed during start-up and not as recommended every two hours. Logfile shows eight successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check for right eye was conducted about three minutes before laser fired instead of immediately before firing. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for right eye was finished successfully without any issue. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. Sticky flaps or strong grips when lifting flap are often reported when line and spot separation are not selected according to the patient¿s cornea conditions. Flap thickness and other factors during procedure may be contributing factors. Based on the provided documents, only a limited clinical evaluation can be done. The treatment report shows a decentered flap and applanation, but it cannot be stated whether this is the reason for the strong grip (as reported initially). Opaque bubble layer can be seen near canal. Opaque bubble layer is a temporary whitening of the cornea resulting from femtosecond laser¿generated intracorneal gas that cannot escape during flap creation. It is a known side effect and can occur with the use of the laser. Opaque bubble layer may absorb, reflect, or block the femtosecond laser energy, and the opaque bubble layer¿s density may be a potential factor. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon encountered difficulty lifting the flap right eye of a patient during the flap creation procedure. There was considerable resistance noted at eleven o'clock, predominantly on the bed cut rather than the side cut. The surgeon employed a relatively low energy approach for treatment. There was no patient harm was been reported. There are multiple related reports for this event. This report addresses the patient fb right eye and other manufacturer reports will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).